Manufacturer narrative:
(B)(4).

Event description:
The customer reported the touch panel was unresponsive and it was not possible to power off the device. There was no patient involvement.

Manufacturer narrative:
On (B)(6) 2015; 07/21/2016. The cpu board was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).